Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited episodes of noise. The pacemaker was explanted and replaced. No patient condition or further information could be obtained.

Manufacturer narrative:
The reported event of noise was not confirmed. The device was received with normal telemetry and normal output. Sensitivity and noise tests were performed, and no anomaly was found. Additional analysis was conducted, including thermal and mechanical testing of the device, and no anomaly was identified. Assessment of total longevity was performed, and appropriate remaining longevity was found in the device. No anomalies were seen.

Event description:
New information noted that the patient was in stable condition throughout the procedure.